Event description:
Further follow up information reported that the patient had the implantable neurostimulator (ins) removed but the leads were left in place. The patient stated that they were ¿doing better" than they thought they would be. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced an intermittent stinging sensation at the implantable neurostimulator (ins) pocket site. The patient had lost around 70 pounds after starting a new medication. The medication had markedly improved the patient¿s pain symptoms, so the patient was no longer using the ins. Because the patient had lost weight, the ins pocket was shallow and the patient occasionally had stinging or burning sensations at the pocket site. Additional information was received that reported the patient had pain at the pocket site that had been ongoing ¿for a while¿ secondary to weight lost after other surgeries. The patient also stated that she does not use her ins anymore since starting cymbalta and having no nerve pain. It was later reported that the patient was planning to have only the ins removed on (B)(6) 2013. The patient noted she intended to lose more weight and no longer needed or used the ins for pain control. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37743, serial # (B)(4), product type programmer, patient. Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 271390001, implanted: (B)(6) 2011, product type accessory. (B)(4).